Event description:
My daughter uses the accucheck aviva blood sugar meter. She has type 1 (juvenile) diabetes. On the aviva meter, each time a new container of test strips is opened, the plastic code key must also be changed. Due to user error, my (B)(6) daughter failed to change the code key. Unfortunately, the simple failure to change the key resulted in an a1c of 12.9%. I am concerned that another person could make this same mistake, with potentially catastrophic results. In our case, her actual blood sugar was approx 200 points above where the meter measured it. It seems reasonable that the meter should have a failsafe mechanism. If the code key and test strip do not match, an error message should pop up on the screen. Accucheck aviva test strips by roche laboratories were also used. (B)(4). Lot 303007. Catalog number 04528662001.